Event description:
It was reported by the customer that, during the usage of the soltive premium superpulsed laser system during a percutaneous nephrolithotomy (pcnl) procedure, an unknown fiber caught fire. The device was reportedly in use with a storz brand scope. The customer also reported that, during a separate unknown case also involving a soltive premium superpulsed laser system, the tip of a fiber broke off. The piece of the fiber which had separated was on fire. There were no reports of patient or user harm associated with either event.

Manufacturer narrative:
The following patient identifiers are related: (B)(6) (laser, first incident), (B)(6) (laser, second incident), (B)(6) (fiber, first incident) and (B)(6) (fiber, second incident). It is currently unknown if the same laser was involved in both events. An olympus field service engineer (fse) went onsite and inspected the customer's device. The fse checked output settings and verified the device's electrical safety. All tests were noted to be within specification, and no errors or non-conformances were noted. No repair of the device was performed, as no actions were necessitated, and the device passed inspection. The field service engineer (fse) with olympus informed the customer that although the device passed these tests, it should still be sent in for a full evaluation in cases where fire is present. The customer declined, citing that the device passed the facility's testing, and had subsequently been returned to service. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation and a definitive root cause of an unknown fiber catching fire during console use could not be determined. Based on the results of the investigation, the damages resulting in a fire may be a result of an unknown fiber. Olympus will continue to monitor field performance for this device.